Event description:
It was reported that the event involved a male pt while in the intensive care unit. The md inserted the intra-aortic balloon (iab) through the sheath via the left artery with no issues. Approx 6 hours after intra-aortic balloon pump (iabp) therapy was initiated the pump alerted a helium loss message. On the balloon pressure waveform (bpw) it was not evident. According to the recorder strip for approx 10 minutes the pump alarmed and the bpw started to become evident of the helium loss. As a result, the iab was removed successfully. There was not another attempt at the procedure. They changed the therapy strategies by using inotropes. There was no report of pt death. Complications or injury. No medical/surgical intervention was required. There was no delay or interruption in therapy noted with no cause or harm to the pt. The pt outcome is fine.

Manufacturer narrative:
(B)(4). Follow-up report will be filed if add¿l info becomes available.